Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary parenchyma resection, the surgeon pushed the green button, but the device could not be fired. They replaced the device with a new cartridge and it fired completely, but the surgeon felt strange when firing as well as on the second firing. They replaced the device with a new handle to complete the case and resolve the issue. The patient had pneumothorax for three times.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a pulmonary parenchyma resection, the surgeon pushed the green button, but the device could not be fired. They replaced the old cartridges with a new cartridge and it fired completely, but the surgeon felt strange when firing as well as on the second firing. They replaced the old handle with a new handle to complete the case and resolve the issue. The third firing was completed. The patient had pneumothorax for three times. The event did not cause the patient to have a pneumothorax. There was no medical interventions done to resolve the pneumothorax. The patient's current status is no problem.